Manufacturer narrative:
E1: zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed on MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, d.4, d.6a, d.6b, h.4, h.6.

Event description:
Healthcare professional reported right side rupture confirmed on MRI. Device explanted and replaced.

Event description:
Healthcare professional reported right side rupture confirmed by MRI and capsular contracture, baker grade ii. The device explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.3, b.5, b.6, h.6.